Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were received and review by a depuy medical professional. From a medical perspective, based on the limited information available to reviewed, the complaint is unlikely to be product related. It is not known to what extent, if any, the fall along with the patient¿s super morbid obesity may have contributed to the patient reported problems of subsidence and loosening. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address tibial subsidence, tibial loosening and femoral loosening. Loosening occurred at the cement/implant interface. Cement was manufactured by depuy.

Manufacturer narrative:
**Update-07/09/2015-xrays received. Update rec'd 9/10/2015- clinical der received. There is no new information that would change the existing MDR decision. The received x-rays were reviewed via (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.